Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a pneumonectomy procedure, there was an incomplete staple line. There was bleeding from the central pv. The pt did not require blood products. There was no pt consequence.